Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non functional.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to ECG "c." A solder bridge was discovered across voltage regulator v4, intermittently shorting the electrical discharge line to ground. The root cause for the solder bridge could not be positively identified but was likely a mfg error. No adverse event resulted from the defective electrode belt.